Event description:
An orthopedic surgeon performed a hip compression screw surgery on a pt on 7/31/94. Two days later a general surgeon performed surgery on the same pt in an attempt to find a cause of bleeding, but could not locate source. The pt died on 8/3/94the orthopedic surgeon who performed the hip compression case indicated that he believes that the guide pin may have become engaged in the compression screw inserter causing the guide pin to be driven into the pelvis and striking a nerve or muscle and cause bleeding.